Event description:
Note: co's product labeling instructs the user to "firmly seat elbow in resuscitator valve housing" prior to use. The hosp reported that upon removing resuscitators from the package, the resuscitator falls apart (elbow disconnects from resuscitator and the oxygen tubing from the connector). Reportedly, there has been several incidents since december. According to the hosp, the resuscitators were immediately replaced at the time of the incidents. The hosp reported that there was no harm to pts.